Event description:
Peg tube placed in 2004. Drainage/puss at stoma site. Redness where skin disk sits. Unsure if there is necrotic tissue or if the bumper is stuck in the peritoneum. There is a mottled area due to pressure from underneath the stoma site. Reporter stated the peg tube rotates freely, but will not move in when pushed. Pt is in the hosp and has been evaluated by a surgeon. Surgeon stated the stoma was normal, and the device was not removed. Pt was given vancomycin. One pt involved.